Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: this line ¿the actual volume was 8ml and the expected volume was 28 ml.¿ in MDR fu 2 should have read ¿the actual volume was 8ml and the expected volume was 2.8 ml.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reported the volume filled and the volume programmed to at pump refill prior to (B)(6) 2019 were both 40 ml. The actual volume was 8ml and the expected volume was 28 ml. It was noted that the cause of the volume discrepancy was not determined (please note: this conflicts with the previously reported information the cause of the volume discrepancy was due to the catheter kinking.). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4) ; product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 3mg/ml at 1 .1486mcg/day via an implantable pump. The other medications the patient was taking at the time of the event was reported as compounded drug, hydromorphone was mixed with 120mcg/ml of baclofen and 5mg/ml of bupivacaine. On (B)(6) 2020 it was reported that the patient reported a period of time where he felt like he was not getting desired results with the pump; increased pain. There were no environmental, external or patient factors that may have led or contributed to the issue, no falls. The diagnostics and troubleshooting performed was a cap (catheter access port) study was done but the physician could not pull back 1cc of fluid. They decided to opt for surgery to explore the catheter and attachment of the pump. The actions and interventions taken to resolve the issue was a pocket revision occurred and the catheter was intact. A cap (catheter access port) study was done with the pocket open and the physician was able to pull back 2cc of clear fluid. He then pushed 300mg/ml of omnipaque and tracked patency of the catheter. At that time the physician decided to replace the pump since it was 4 years old and he had opened the pocket to check the catheter. There was no issue with the pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Additional information received on 06-feb-2020 from the consumer reported that he had pump replacement yesterday but he don't know what the issue was but when he had a refill in (B)(6) 2019 there was too much medication in the reservoir. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the cause of the volume discrepancy was due to a kinking catheter. No further complications were reported.